Manufacturer narrative:
Investigation completed 07/14/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2013 ¿ jan. Service history review: service history reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿do not recognize catheter¿ and ¿catheter failure¿ in the search criteria. The review encompassed dates 28-jun-2016 to 28-jun-2017. A total of 10 complaints were contained in the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿jul 2016 to jun 2017¿, the global product usage for cam02 monitors was calculated as 21,180 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (10) can therefore be calculated as 0.05% (5 x 10-4) (occasional) of procedures. Product was not returned after several documented requests; therefore, the evaluation was unable to be performed.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The evaluation verified the cam02 monitor was performing to specification and the customer¿s camcabl used with the cam02 monitor was the cause of the complaint incident. The cam02 monitor was verified as not the cause of the complaint incident. DHR review; no anomalies that could be associated with the complaint incident were observed. Date of manufacture: (B)(6) 2013. Service history provided by service center was reviewed and no anomalies that could be associated with the complaint incident were observed. Based on the complaint description a review of cam02 monitor customer complaints was completed using the following key words ¿catheter not recognized¿ in the search criteria. The review encompassed from dates (B)(6) 2016 to (B)(6) 2017. No trend has been identified. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number of the device under evaluation. The evaluation verified the complaint as valid; the customer¿s camcabl was verified as the cause of the complaint incident. A complaint record was initiated to evaluate the camcabl verified as defective. Linked to mfg. Report number: 3006697299-2017-00124.

Event description:
Resident connected the 1104b catheter to the pre amp cable (camcabl) and the cam02 registered a ¿do not recognize catheter¿ notification. The resident switched out the cam02 to camcabl and the backup monitor worked fine. The device never touched the patient; there was no patient injury. There was a 2 minute delay in the procedure. This is the first time cam02 was used post preventative maintenance being performed. Additional information was requested and on 26jun2017, the following was provided: the problem was discovered at the time of catheter implantation. Customer had to get another monitor box before placing the bolt. Only the monitor was switched out. There was no error code that appeared on the cam02 monitor. There was nothing wrong with the catheter. There was no patient adverse consequence as a result of the surgical delay. Bolt placement was urgent but not emergent. Customer stated they only lost about 20 minutes of time.